Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the epg had a main printed circuit board (pcb) which was out of specification electrically. It was indicated that there was fluid ingression on the main pcb, the display, and the upper and lower case. It was also indicated that the battery contacts were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered up to an error. The epg was returned for service. There was no patient involvement.